Event description:
Follow-up identified prior to the communication issue, the ipg was placed in MRI mode. At this time, it is not confirmed if an MRI was performed. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she was unable to communicate with the ipg using the patient controller. Multiple troubleshooting steps were attempted to no avail. The abbott representative confirmed the issue and was unable to communicate with the ipg using the clinician programmer either. The next course of action is undetermined at this time.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg. Stimulation was restored following the procedure.